Manufacturer narrative:
.

Event description:
It was reported that the patient presented to clinic with device protruding the chest, however without any skin breakage. Patient reported to be shoveling gravel at that time. Device was repositioned submuscularly. Patient tolerated the procedure well.